Event description:
Complainant alleged that during set-up of the device prior being used on a pt the device successfully delivered three shocks, however, on the fourth attempt the device would not allow discharge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed attributed to a faulty discharge button. The customer received a replacement set of handles.